Manufacturer narrative:
Mindray service representatives replaced capacitors on the unit's motherboard, a missing power supply, ran diagnostic tests. Calibrated, and safety checked unit to factory specs.

Event description:
Customwer reported an issue with the panorama central station, which may have resulted in a loss of ambulatory telemetry monitoring. No patient injury was reported.